Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿doctor did not place the original implants¿. Healthcare professional additionally reported right implant is ruptured. The device has been explanted.

Event description:
Healthcare professional reported "minor fluid within the host capsule associated with the prosthesis", and "silicone envelope is disrupted with extruded silicone contained in the host capsule".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6 the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.